Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The power supply was replaced. Unrelated to the reported event, the company service representative also replaced the rear panel and the front display. The system was then tested and met all product specifications. The system was manufactured on august 18, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before cataract surgery, the system shut down on its own. An alternate system was used to proceed with surgery.